Event description:
During the procedure, the orbit rdfl complex fill coil (638cf0510/ 15502638) stretched. The trufill coil was successfully removed, and the procedure was successfully completed. There was no reported adverse event associated with the event, and the product will be returned for analysis.

Manufacturer narrative:
During the procedure, the orbit rdfl complex fill coil (638cf0510/ 15502638) stretched during placement in the aneurysm, and after the event, the entire coil and delivery system was successfully removed from the patient. After the event, the procedure was successfully completed. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. No damages were noticed after it was reshaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. The target site was the distal left paraclinoid. There was no reported adverse event associated with the event, and the product will be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of plastic bag. The hypotube of the orbit was inspected and several kinks were noted throughout the entire hypotube. The introducer was unzipped and in good condition. The support coil and gripper were outside from the introducer and in good condition; the zipper was over the introducer, coil and gripper. The embolic coil was inside of the introducer and it was found to be stretched. Dried blood was noted on the gripper. Some waves were found the product but apparently can occur during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. The zipper was confirmed to be over the coil and gripper. The dried blood was also confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "unraveled/stretched-in microcatheter" was confirmed. The cause of the kinks found on the hypotube and the stretched condition of the coil could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit rdfl complex fill coil (638cf0510/ 15502638) stretched during placement in the aneurysm. After the event, the entire coil and delivery system was successfully removed from the patient and the procedure was successfully completed. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. No damages were noticed after the microcatheter was reshaped. Other that what was reported, no other damages were noticed on the device and the coil remained attached to the delivery system. The target site was the distal left paraclinoid. There was no reported adverse event associated with the event. A non-sterile orbit rdfl complex fill coil was received coiled inside of plastic bag. The hypotube of the orbit was inspected and several kinks were noted throughout the entire hypotube. The introducer was unzipped and in good condition. The support coil and gripper were outside from the introducer and in good condition; the zipper was over the introducer, coil and gripper. The embolic coil was inside of the introducer and it was found to be stretched. Dried blood was noted on the gripper. Some waves were found on the device which appears to have occurred during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. The zipper was confirmed to be over the coil and gripper. The dried blood was also confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The cause of the kinks on the hypotube could not be conclusively determined; however, based on the report that other than the stretching of the coil there were no other damages, it appears that post procedural handling/packaging may have contributed. With review of the available procedural information and analysis of the returned device the root cause/contributing factors of the stretching of the coil could not be determined. However with review of the analysis and the device history records there is no indication of any manufacturing issues related to the event. Additionally, inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15502638 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.